Event description:
Imp # (B)(4).

Manufacturer narrative:
On 07 september 2015 it was prepared a final report with the information already submitted in the initial report. On the same day the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on (B)(4) 2015: lot #1411056: 213 instruments manufactured and released on september 04, 2014. No anomalies found related to the problem. Lot #147731: (B)(4) shells manufactured and released on january 21, 2015. No anomalies found related to the problem. To date, (B)(4) shells of the lot have been already sold. On july 03, 2015, the r&d manager made the following analysis upon inspection of the retrieved item: the terminal was manually disengaged from the cup with the screwdriver using a clamp to hold the cup. The contact surfaces between the two items do not present signs of seizing or excessive wear.